Event description:
As reported by an affiliate, friction was felt with an aviator plus while being removed from the patient. The aviator plus became got stuck near the distal end (portion) of a 6f vista brite tip (lot unknown) guide catheter. The aviator plus was removed intact with the gc. Therefore, a different bc was used with a different non-cordis guiding catheter. The procedure was finished successfully. There was no report of patient injury. A contralateral approach was used. Initially, approach was made from the right femoral artery with the 6f guidecatheter and it was engaged to the ostium of the target lesion. The lesion was crossed with a crice guidewire and pre-dilation was conducted with a bc (aviatorplus). Then, the aviator plus was delivered for additional dilation and it was inflated at the lesion at 8atm. The balloon re-wrapped properly after the dilation. It is unknown how many times the pta catheter was used for dilation before being withdrawn. There were no kinks or bends at any time prior to the resistance/friction. It was not indicated if there was difficulty tracking through the vasculature. It is unknown if the vasculature preceding the target lesion was tortuous. The target lesion was the left renal artery. It is unknown if the lesion was a de novo, but was not calcified. There was moderate tortuosity and 95% stenosis at the target lesion. There were no kinks noted in the guiding catheter prior to use or upon removal from the patient. There was no anomaly observed on the product or on the gc. The device was stored and prepped per IFU instructions. The guide catheter hub crack was found during analysis. Additional information received indicated that the amiia balloon was sent in error, the hospital discarded the aviator plus which was the device being reported in the complaint.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, following angioplasty of the left renal artery, friction was felt with an aviator plus while being removed from the patient. It is unknown if the lesion was a de novo, but was not calcified, moderately tortuous with 95% stenosis. A contralateral approach was used from the right femoral artery with the 6f vista brite tip guide catheter and delivered to the ostium of the target lesion. The lesion was crossed with a crice guidewire and pre-dilation was conducted with the aviator plus balloon catheter. The aviator plus was delivered for additional dilation, and inflated to eight atmospheres. The balloon re-wrapped properly after the dilation. It is unknown how many times the pta catheter was used for dilation before being withdrawn. The aviator plus became stuck near the distal end of a 6f brite tip guide catheter; therefore, the aviator plus was removed intact with the guide catheter. There were no kinks or bends at any time prior to the resistance/friction. It was not indicated if there was difficulty tracking through the vasculature or if the vasculature preceding the target lesion was tortuous. There were no kinks noted in the guiding catheter prior to use or upon removal from the patient. There was no anomaly observed on the product or on the guide catheter. The device was stored and prepped per IFU instructions. A different balloon catheter and guiding catheter was used to complete the procedure successfully. There was no report of patient injury. An amia and a brite tip catheter were returned for analysis, however there was no complaint against the amia balloon catheter and the guide catheter that was returned for evaluation is not the same catheter that was reported in the event description. No further information is available to provide clarification of the events. Investigation did clarify that the guide catheter that was returned, was not the catheter that was used with the aviator balloon. (B)(4). The aviator was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4). One non sterile cordis brite tip 6f .070 guiding catheter was received coiled with a 6.00mmx 20mm cordis amia balloon inside a plastic bag for analysis. The luer hub was found to be cracked and separated in two pieces; one part remained attached to the y connector also received in the same plastic bag. The hub was cracked at the partition line. The distal brite tip of the catheter was retrieved inside lumen. The received 6f .070 guiding catheter does not match with the 6f .067 reported by the customer. No other visual anomaly was found on the received unit. The catheter ID was measured at different sections and results were found within specification. The hub of the returned unit was submitted for sem (scanning electron microscope) analysis and the results revealed that the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented no anomalies. Some of the fracture surfaces for the hub exhibit areas that are brittle in appearance. No visual evidence of any chemical degradation or cutting in the material was noted. Functional analysis to introduce any device throughout catheter lumen could not be performed due to retrieved inside lumen condition of brite tip of the received unit. Tga (thermogravimetrical analysis) analysis performed revealed differences in thermal properties of the complaint sample potentially related to additives or changes in the formulation. In addition it was demonstrated that fracture was induced by the brittleness of the material itself, and not by apply an overload on the hub. DHR review could not be performed since lot number was not provided by the customer. The complaint reported by the customer ¿catheter (body/shaft) resistance/friction-inner lumen¿ could not be evaluated during analysis due to retrieved inside lumen condition of brite tip of the received unit. Resistance friction may be caused by inadequate flushing of the guide catheter or crystallization of contrast media within the device or on the balloon catheter. The catheter ID measurements were found within specification, so this event is not considered manufacturing related of the product. The failure ¿catheter (luer hub) - cracked¿ was confirmed through analysis of the returned device; the cause of this damage could not be conclusively determined during the analysis. This compliant will be included in the scope of a CAPA. The reported ¿withdrawal difficulty-through guide sheath¿ of the aviator could not be confirmed as the product was not returned for evaluation. It is not possible to determine the exact cause of the difficulty experienced by the customer; however, based on information available for review, multiple inflations and the angulation of the renal artery may have contributed to the withdrawal difficulty reported. Neither the DHR nor the event description suggests that the withdrawal difficulty could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #9616099-2013-00171.